Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional testing without duplicating the report. An internal inspection found no discrepancies. The device log does not capture display related issues. The color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.